Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pace impedances greater than 2,000 ohms. A revision procedure was performed wherein the rv lead was explanted and replaced. Due to the duration of time implanted, the physician chose to explanted the ICD and right atrial (ra) lead as well. The ICD was explanted without consequence. However, when attempting to extract the ra lead, it severed and the distal portion of the lead remains in the patient. The explanted portion of the ra lead was discarded following the procedure. The patient was reported to not be pacemaker dependent. No additional adverse patient effects were reported. This system is no longer in service.